Event description:
It was reported that the pacing impedance on this right ventricular lead was out of range (237 ohms) and sensing values were below the lower limit of 2 mv. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends showed a slight variation of in range pacing impedance with an average of approx. 400 ohms. The sensing amplitude was found varying with values under 2 mv as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.